Event description:
It was reported that the compressor generated low pressure alarms. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. The investigation showed that the low pressure alarm was caused by an air tubing that was loose. Loose tubing can cause air leakage that leads to a lower pressure of the delivered air. The unit passed all functional and safety tests after adjustment of the tubing. No parts were replaced.

Event description:
(B)(4).